Event description:
Consumer reports using syringe and needle broke off in body. Indicated that event occurred about one (1) year ago and consumer went to doctor to have it removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.